Event description:
Doctor (B)(6) called me to say he plans to explant patient. She was implanted in (B)(6) on (B)(6) 2024. She has an infection. Patient has benefited from therapy and wants to be implanted again after the infection clears up. Explants will go to pathology at adventhealth. Unclear if they will send back.